Event description:
It was reported by the clinical support specialist (css) that on insertion, the staff was not able to zero the fiberoptic. Shortly after, the staff reported blood in the helium tubing. As a result, the catheter was removed, and a second catheter was used. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported by the clinical support specialist (css) that on insertion, the staff was not able to zero the fiberoptic. Shortly after, the staff reported blood in the helium tubing. As a result, the catheter was removed, and a second catheter was used. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The reported complaint for iab blood in helium pathway is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.